Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is no longer available to be returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 500 mg/dl (system 1), 50's mg/dl (system 2), and 52 mg/dl (system 1). Readings occurred with two different vial's of test strips.